Event description:
It was also reported that the rv lead was explanted and was replaced. Additionally, the lv lead had failure to capture at high output value due to the dislodgment. The lv lead was explanted and was replaced. It was reported that the device had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 419388 implantable pacing lead 2006-(B)(6), 407645 implantable pacing lead 2006-(B)(6). (B)(4).